Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-01-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had "recovery pc device needs to be repaired" error message on the screen. A field service engineer reimaged the machine and replaced the hard drive to get it back and done synchronization. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es had error message on the screen as ¿recovery pc device needs to be repaired¿. The customer stated that the malfunction occurred during a procedure and the nursing staff had to pull narcotics from another unit. There were no adverse events or injuries reported based on this incident.